Event description:
The customer reported the keypad is defective; the paint on the keys has started to wear and the bolus button does not work. The keypad was returned for investigation and tested. Keypad was delaminated and was non-functional.